Event description:
The patient (pt) mentioned having a different company scs and that lasted a week. Pt states he tells people about the device however states some people don¿t like the tingling however pt states he tells people you get used to it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).